Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2014. It was found upon opening the product that the packaging was not fully sealed up. The procedure was completed with a like device. There was no adverse patient consequence.